Manufacturer narrative:
Analysis of the fiber revealed a fiber broken in two pieces that otherwise appeared unused. The break locations were towards the distal tip end of the fiber which would have been inside of a scope during procedural use. It was noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that the fiber was final packaged in the broken condition noted during complaint product evaluation. In addition to confirming the correct lot number, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. The breaks that were observed in the fiber that was returned were likely the result of user mishandling as there was no evidence of charring at any of the break points in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. In addition, the lack of stretched buffer material indicates the breaks likely did not occur due to a mechanical force of the fiber being manually pulled apart which also could result in a fiber break. It was also noted that two of the three break points remain attached as the fibers pieces are held together with the blue fiber buffer. Again, such a fiber break characteristic is indicative of user mishandling. It is likely that the user pushed the fiber into a scope where a scope bend or blockage prevented the fiber from being pushed any further resulting the breaks. It is likely that the fiber breaks were caused by the end user mishandling the fiber.

Event description:
Hlfrbx0270c fiber was found broken when the package was opened.